Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
The patient admitted due to major cognitive impairment with deterioration and less oral intake, depression or dementia (not ruled out), increased ascites, hypoalbuminemia. Staphylococcus aureus infection was seen. Probably endocarditis or pacemaker lead infection, could not be finally diagnosed before the patients death. For diagnostics lab test (blood and urine), brain CT, elbow x-ray, and echocardiography were done. Antibiotics and morphine were given. Should additional information be received, this file will be updated.

Manufacturer narrative:
13-jan-2023 update received: e. Coli (urine) was also found. Furthermore, severe fluid imbalance (central tending to hypovolemia) was seen. The last home monitoring message was received on (B)(6) 2022. The data up to this date show no indication for the cause of death or any device involvement. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.